Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous unspecified forearm artery. A 4.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. Upon at an unknown inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a pinhole in the mid body of the balloon. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous unspecified forearm artery. A 4.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. Upon at an unknown inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).